Manufacturer narrative:
Analysis found overheating of the drill. Pre-temperature test at minute were 135 and 137 deg f. The motor, bearing and collet were worn. The device was repaired, tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was not working properly. There was no patient impact.